Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). The patient reported that the battery was flipping in the pocket, that there was return of symptoms, and that the patient had lost sensation. The rep stated that a lead revision took place and they re-implanted the battery using a tyrx pouch. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that at the (B)(6) 2018 lead revision due to the battery flipping in pocket, loss of therapy, and abnormal impedances, the healthcare provider sutured the device in place. The patient returned on (B)(6) 2018 for follow up and stated that the battery was still flipping in the pocket. It was reported that their battery was not actually flipping, but just tilting in the pocket. The patient stated that they had been manipulating the battery slightly, when it tilts in the pocket. They were instructed to not manipulate the battery, and it was noted that there may be a possible pocket revision at a later date. It was noted that their the x-ray was normal on ap view and their impedances were normal but the patient did not feel stimulation until a higher amplitude. The device was reprogrammed and set to 8.2v on program 2; it was felt mildly in the vaginal area. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep indicated that it was not known as the cause of the battery tilting. It was presumed to be location and when she is sitting it presses up on the battery. It is still in use. Unsure if additional surgery will be needed.

Manufacturer narrative:
Product ID 3889-28, lot# va1km4e, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead, product ID 3889-28, lot# va1km4e, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead. Applied to pli 20 the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the loss of sensation meant the patient no longer felt stimulation and the impedance were all elevated. That was the cause for the lead revision. It was not known as the cause of the battery flipping. The lead was discarded per the md.